Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the insertion flexible tube (ift). This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during inspection. There was no report of patient harm. Ift is cut; iso fail from ift.